Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor break. The customer's blood glucose reading was 3.7 mmol/l. The customer stated that the sensor was detached from the base while inserting. The customer was advised to not apply pressure on the serter. The customer will be sent a replacement sensor.